Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead extraction procedure. Prior examination of the rv lead had revealed high capture thresholds, high pacing impedance. Inappropriate pocket stimulation was also alleged on the rv lead. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.